Event description:
Rn administered chemotherapy to pt via central line. After administration, rn disposed chemotherapy waste and 50cc syringe with needle into chemotherapy disposable container. The rn lifted the container to secure the lid. Upon doing so, the sustained an abrasion of the abdomen from the discarded needle protruding through the bottom side of the container.